Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after having good pulsatile blood flow from the marker lumen, the lever was lifted to deploy the foot. During needle plunger removal, resistance was felt and it could not be retracted. The foot deployment lever was "wiggled" and an assertive pull was used to remove the device. A syvek patch was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.